Event description:
It was reported by service report that the cot allegedly missed the safety hook while unloading the cot from the ambulance. There was patient involvement, however, no adverse consequences are reported.